Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a follow-up call for draining slowly, it was reported that this patient had to call 911 during treatment on the liberty select cycler on (B)(6) 2022 due to a drop in blood sugar. The patient reportedly disconnected from the treatment and was given intravenous (IV) fluids by the emergency rescue team. The patient did not go to the hospital, recovered and is doing well. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment when she experienced a hypoglycemic episode. Emergency medical services (ems) responded to the patient¿s home. The patient was disconnected from the pd treatment and administered IV fluids. It is unknown what type of fluids were provided. The patient recovered after approximately 20 minutes. The patient was not transported to the hospital and continues to complete pd therapy utilizing the liberty select cycler. The patient is diabetic and per the pdrn the cause of the hypoglycemic episode was the patient¿s diabetes. There were no reported issues with the liberty select cycler or pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow-up call for draining slowly, it was reported that this patient had to call 911 during treatment on the liberty select cycler on (B)(6) 2022 due to a drop in blood sugar. The patient reportedly disconnected from the treatment and was given intravenous (IV) fluids by the emergency rescue team. The patient did not go to the hospital, recovered and is doing well. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment when she experienced a hypoglycemic episode. Emergency medical services (ems) responded to the patient¿s home. The patient was disconnected from the pd treatment and administered IV fluids. It is unknown what type of fluids were provided. The patient recovered after approximately 20 minutes. The patient was not transported to the hospital and continues to complete pd therapy utilizing the liberty select cycler. The patient is diabetic and per the pdrn the cause of the hypoglycemic episode was the patient¿s diabetes. There were no reported issues with the liberty select cycler or pd therapy.

Manufacturer narrative:
Correction provided in h10. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there were no reported issues with the liberty select cycler or pd therapy. Additionally, there were no allegations of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
During a follow-up call for draining slowly, it was reported that this patient had to call 911 during treatment on the liberty select cycler on (B)(6) 2022 due to a drop in blood sugar. The patient reportedly disconnected from the treatment and was given intravenous (IV) fluids by the emergency rescue team. The patient did not go to the hospital, recovered and is doing well. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment when she experienced a hypoglycemic episode. Emergency medical services (ems) responded to the patient¿s home. The patient was disconnected from the pd treatment and administered IV fluids. It is unknown what type of fluids were provided. The patient recovered after approximately 20 minutes. The patient was not transported to the hospital and continues to complete pd therapy utilizing the liberty select cycler. The patient is diabetic and per the pdrn the cause of the hypoglycemic episode was the patient¿s diabetes. There were no reported issues with the liberty select cycler or pd therapy.